Event description:
"Clips would not engage appropriately. Also, engaged clip would fall out of clipper." Case happened with dr. (B)(6)."

Manufacturer narrative:
Investigation summary: the event unit was returned for eval. Upon inspection, engineering found that the handle was partially open. The device was disassembled for eval and it was found that an internal component was disengaged, which prevented the device from returning to the open position to fire another clip. The exact cause of the disengagement is unk. All clip appliers undergo 100% visual and functional inspection during the mfg and assembly. As a part of this process, each unit is inspected for clip feeding during mfg prior to packaging. This document represents our initial/final report.